Event description:
Boston scientific received information that during a routine in-clinic follow up, review of stored device memory revealed that this cardiac resynchronization therapy defibrillator (crt-d) and implantable defibrillation lead exhibited a high out of range shock impedance measurement greater than 125 ohms approximately five months ago. All subsequent measurements were observed to be within normal limits. Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported.

Manufacturer narrative:
The physician will continue monitoring. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.